Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months following the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073487/7073524.

Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming and was also experiencing discomfort at the battery and lead site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.